Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy pump was continuously alarming while running but there was no error message displayed on the pump monitor. There were no adverse events or interruption in therapy reported. The infusion was life sustaining and the patient was able to switch to a backup pump.